Event description:
Weck, teleflex medical received information that during a a laparoscopic cholecyctectomy procedure, the surgeon was attempting to ligate the cystic duct when the jaws of the applier to remained closed. The surgeon was required to manipulate the jaws of the applier to release, no patient injury occurred.